Manufacturer narrative:
Eval summary: no product was returned for eval. Also, no x-rays, operative notes, or pt info such as height, weight, or activity were provided. Based on the info available, a definite root cause cannot be ascertained at this time. Eval: review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that a revision surgery is pending due to the wear of the articular surface.